Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient has experienced pain over her medial femoral condyle.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address osteolysis. Medical records (B)(6) 2017 reviewed. Revision note (B)(6) 2016 revealed upon incision the tissue was all very soft and pliable, no pus or excess fluid. There was a large area of lysis whole of medical femoral condyle with hold of mcl. The surgeon indicates the correct decision was made to remove the distal femur as loosening was likely. Revision was completed without complication indicated by the surgeon. Updated (B)(6) 2017.

Manufacturer narrative:
(B)(4). Investigation summary: conclusion and justification status: the complaint states the patient was revised to address osteolysis. Medical records reviewed. Revision note revealed upon incision the tissue was all very soft and pliable, no pus or excess fluid. There was a large area of lysis whole of medical femoral condyle with hold of mcl. The surgeon indicates the correct decision was made to remove the distal femur as loosening was likely. Revision was completed without complication indicated by the surgeon a review of complaint databases did not identify any anomalies. A review of manufacturing records was not required per (B)(4). A review of the x-rays did not identify any implant fracture or disassociation. No information received with this individual complaint indicated that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. Post market surveillance is per sep 419. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.